Manufacturer narrative:
Clinical investigation: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a machine malfunction related to this event. The completion of a clinical investigation is not required. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
This is a report of a patient being hospitalized on (B)(6) 2018 due to hyperkalemia (values unknown). Per the peritoneal dialysis registered nurse (pdrn) the patient is not compliant with her treatments and did not perform continuous cycling peritoneal dialysis (ccpd) as scheduled. The patient was admitted for hyperkalemia as a result. Hospital course is unknown. The patient was discharged (B)(6) 2018 and continues pd therapy on the liberty select cycler.